Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failued performance specification as the fluid delivered was out of specification. The patient initially returned the device due to a repeated low battery alarm, which was addressed in a separate report. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test. The temperature verification test was performed and passed. The cause for rite test failure - heater bag temperature test was undetermined. A service history review revealed no previous service events were related to this failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.